Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings that lead to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis at the time, the sensor performance deviated from normal behavior after insertion. Since there was a high possibility that the sensor diagnostics may not go above the failure threshold by day 21, the RMA was authorized. Upon receipt of the RMA, the in-house qc did not reveal any malfunction of the sensor and the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. As part of resolution, a RMA was issued for sensor replacement. No further resolution was found necessary for this complaint. D9 device available for evaluation? Yes, device received on 20 july 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.